Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting early battery depletion. The rate was 70. The atrium was 3.5v, 0.5 ms, 500 ohms, and 80% paced. The ventricle was 2.5v 0.5ms, 500 ohms, and 97% paced.